Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was pinched wire in the response button ribbon cable. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's response buttons were non-functional.